Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem. The company rep reseated the pcb's (printed circuit boards) and the connectors. Preventive maintenance was performed. The sys was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A customer reported the sys locked and shut down during a case. The physician converted to an extra capsular technique in order to complete the procedure. There was a reported delay of over 15 minutes. No pt harm was reported.